Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with missing retainer ring. Unable to perform test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, scratched case, detached retainer and missing o-ring (reservoir tube). Missing/damaged retainer ring confirmed. Cosmetic damage was confirmed at reservoir compartment. Unable to lock into place confirmed due to pump not passing p-cap lock test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The customer reported no adverse event. The event involved product mmt-1711w. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer was discontinued the use of the device. Product mmt-1711w was retuned for analysis.